Event description:
Title: novel laparoscopic ¿lateral three-port technique¿ of extended totally extra peritoneal approach for ventral hernias: short-term results and technical aspects of 100 consecutive cases from a single center. The purpose of this retrospective study was to develop a simplified technical modification with an attempt to standardize the extended totally view extraperitoneal¿rives stoppa (etep-rs) procedure. Between january 2022 and july 2023, a total of 100 patients (38 male and 62 females; mean age of 54.9 years) underwent laparoscopic etep-rs using the lateral three-port technique. Among these, 73 had incisional hernia (inh) and 27 primary ventral hernia (vh). In two cases of w3 vh after right-sided tar and tension-free posterior closure, the anterior fascial closure was difficult. They used an innovative aftt where in no. 1 polyamide (ethilon, johnson & johnson) slings were passed on either side of the rectus muscles and were pulled medially on the abdominal wall by the assistant giving traction. This resulted in bringing the medial borders of rectus muscles closer to aid in tension-free closure. The neoumbilicus was reconstructed using 3-0 poliglecaprone (monocryl, ethicon). Reported complications include seroma and chronic pain. In conclusion, the laparoscopic novel lateral three-port etep-rs technique is safe, feasible, cost-effective, and reproducible. This can be combined with right-sided tar, right inguinal hernias, and repair of dr. It can be standardized; however, larger studies and longer follow-up are needed to have an evidence-based answer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int j abdom wall hernia surg 2024;7:113-23. Doi: 10.4103/ijawhs.ijawhs_15_24. Https://doi.org/10.4103/ijawhs.ijawhs_15_24.